Event description:
On august 21, 2006, the lay-user/patient contacted lifescan alleging that he could not test on a one touch ultra meter due to a battery indicator. The medical affairs specialist spoke to the patient on august 28, 2006, to obtain/verify information. In 2006, the patient visited his doctor since he was feeling tired and was unable to test blood glucose because of the alleged meter issue. He was unable to use the meter for about 1 month because of the battery symbol. During that time, he visited a clinic every 15 days to have his blood glucose checked. He was in a foreign country at the time and was unable to find a replacement battery. During the same trip, also ran out of "avandia" pills and was prescribed "glipizida." The clinic was unable to access "avandia." The patient developed the symptoms of feeling tired after the meter issue started and after he was prescribed "glipizida." During one of the clinic visits, the patient obtained a blood glucose result of "323 mg/dl" using an unidentified device. The patient was not given any treament during the doctor's visit. However, the patient was advised to take 2 unidentified pills instead of 1. It is not known if the medication adjustment was temporary or permanent. Another reading of "239 mg/dl" was reported, but it is not known when this reading was taken or what device was used. The patient denied changing the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test on the reported meter due to the alleged issue, developed symptoms, and obtained an elevated blood glucose result in a clinic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.